Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found that the start/stop button was not working each time it was pushed. The fsr replaced the driver displacement indicator (ddi) board to resolve the reported issue. The fsr performed the 7 year preventative maintenance and replaced the driver power module and gas filters per the customer's request for pm service. The unit meets manufacturer specifications.

Event description:
The customer reported that the reset/power fail button is intermittently not engaging when the unit is turned off. There was no patient involvement associated with the reported issue.